Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. Customer's blood glucose value was 402 mg/dl at the time of the incident. Another blood glucose level was 400 mg/dl. The customer's current blood glucose value was 132 mg/dl. The customer was treated by applying bolus. Customer stated that the auto mode feature was active at time of high blood glucose event. Customer stated that glucometer was indicating that her blood glucose was high and their sensor was not working. The device will not be returned for analysis.